Manufacturer narrative:
(B)(4). Date sent: 8/9/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: five-year results of laparoscopic sleeve gastrectomy: effects on gastroesophageal reflux disease symptoms and co-morbidities authors: luigi angrisani, m.d.; antonella santonicola, m.d.; ariola hasani, m.d.; gabriella nosso, m.d.; brunella capaldo, m.d.; paola iovino, m.d. Citation: surgery for obesity and related diseases. 2016; 12: 960¿968. Doi: http://dx.doi.org/10.1016/j.soard.2015.09.014. The aim of the present study was to evaluate the 5-year efficacy of laparoscopic sleeve gastrectomy (lsg) on weight loss, gastroesophageal reflux disease (gerd) symptoms, and obesity-associated co-morbidities. The study retrospectively analyzed 105 obese patients undergoing lsg from january 2006 to december 2009. Of which, a total of 61 patients (44 women and 17 men; age: 40 ± 10 years) were randomized under group 1 with pre-operative bmi = 50 kg/m2, and 44 patients (23 women and 21 men; age: 38 ± 11 years) were randomized under group 2 with pre-operative bmi > 50 kg/m2. In all groups, reconstruction was performed using non-absorbable ethibond 0 interrupted sutures (ethicon) reinforced with a pledget of marlex or vascu-guard, or peristrips dry with veritas collagen matrix staple line reinforcement, calibrated on an orogastric bougie. The gastric greater curvature was freed up to the cardioesophageal junction close to the stomach with the use of a harmonic scalpel vessel-sealing device (ethicon) sparing the gastroepiploic vessels. Reported complications included early gastric stenosis (n-1) which was endoscopically balloon dilated and bleeding (n-1) which required blood transfusion. It was concluded that the lsg was an effective procedure at long-term follow-up, with a higher mean percentage total weight loss in patients with preoperative bmi >50 kg/m2 than in those with preoperative bmi = 50 kg/m2. It is also associated with considerable improvement or even remission of obesity associated co-morbidities.